Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
A patient was implanted with afx devices to repair an abdominal aortic aneurysm. It has been reported to endologix that a type 3b endoleak was discovered. At the time of this report the patient, device details, date of initial procedure, and when and how the endoleak was discovered are unknown. It is unknown, but assumed, that the physician repaired the endoleak with a non-endologix device.